Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿running tank dry.¿ a potential root cause for this failure could be "operator error." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use: the advance hydro soft hydrophilic catheter from hollister becomes slippery when wet. For added convenience, this catheter includes a packet of sterile water. Simply release the water from the foil packet as indicated below. Releasing the water: follow these steps for best results: before opening the sealed catheter package, release the water. Fold the foil water packet in half by bringing up the end of the sealed catheter package. (For 25/40 cm length catheters, slide the catheter tip to the side of the foil packet before folding the packet in half.) Apply pressure to the foil packet to release the water (burst the packet). Suggested methods include: squeezing the folded packet between the thumb and forefinger of both hands. Placing the folded end of the package against a firm surface and pressing down with the heel of your hand or tapping gently with the flat of your fist. Ensure all water is released from the foil packet. Making the catheter wet: hold the catheter package at each end with the printed side up. Using a seesaw motion, tip the package up and down 6 times to wet the catheter. The seesaw movement is required so that the water transfers back and forth over the catheter to fully activate the hydrophilic coating. Using the catheter: peel back the package to expose the funnel end of the catheter. If desired, use the self-adhesive tape on the package to temporarily attach the pouch to any dry vertical surface. Remove the catheter and use according to the advice given by your healthcare professional. Note: urethral catheter for urological use only."

Event description:
It was reported that the coating of the hydrogel catheter was pitted and uneven.